Event description:
End user's wife reported adhesive is too aggressive; is it difficult to remove and the skin is reddened after detachment.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.